Event description:
It was reported that there was an alarm indicating that the "cassette not installed correctly." This occurred during priming at the facility. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl confirmed the issue as it was found to have frequent "cassette not installed correctly" alarms. The most likely/suspected cause of the customer reported problem was faulty cassette or a faulty latch lock flex sensor. But these were not identified to be the case. The pump was found to have a downstream occlusion (dso) sensor seal that had deteriorated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and preventatively replaced the latch lock flex sensor circuit and latch lock sensor ground pad and adjusted the occlusion detection sensor and wiped clean. The pump passed all functional tests and performed as intended after repair.